Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump was approximately "90 minutes off". Customer successfully corrected the pump time. There was no impact to customer's blood glucose level.